Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: nurse stated - when she pulled the catheter out, she noticed the passive safety shield was not secure on the top of the catheter and the needle tip was exposed. She said the passive safety shield was moving up and down the catheter. Photo uploaded in files section. Patient injury: no.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, a used and contaminated introcan safety was observed, and the safety clip was not engaged. The safety clip appears to be have stopped near the cannula tip area. The catheter hub was not visible in the photo. Upon further visual examination of the photo by zooming in, the safety clip was observed to be dislodged from the cannula. However, based on the photo, it is not possible to determine the condition of the safety clip. Based on the investigation of the photo, the reported issue was observed. However, due to the lack of a physical sample, an exact root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.